Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that for the past 1-1.5 months their ins battery has been depleting much faster than normal. The patient stated they've been having to charge their ins twice a day. The patient stated their ins will be fully charged at night before they go to bed and by the time they wake up in the morning, the ins battery is depleted. The patient stated they were reprogrammed about 3 months ago. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.